Manufacturer narrative:
Physio-control recommended customer to check the paddles first, and then to look on the power conversion board for an open. The customer later confirmed that they have decided not to repair the device and to remove it from svc. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device could not discharge at the low energy levels. There was no pt use associated with this event.